Manufacturer narrative:
Device has been explanted and returned to medtronic for product evaluation. A visual macroscopic examination was performed by a project engineer revealed, that the bone thread is broken at 25mm from the top of the head of both screws. The different zones observed on the fracture appearance are consistent with an early breakage due to the combination of a repeated fatigue load with high loadings. Unable to determine the cause of the event.

Event description:
It was reported that a patient underwent a revision surgery for the removal of 2 bone screws that fractured at an unk time post-op. No patient complications were reported.